Event description:
It was reported that technical services (ts) was consulted for a review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, right atrial (ra) far-field oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts also noted pacemaker mediated tachycardia (pmt) episodes stored in the device as well. Further review showed the pmt was due to atrial driven arrhythmia and the arrhythmia logbook terminated the rhythm. At this time, the crt-d remains in service. No adverse patient effects were reported.